Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately four months post the implant of the crt-d and the left ventricular pacing lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. A cause of death was requested and not received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had a white substance on it and cosmetic depression. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had a white substance on it and cosmetic depression. A visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. A cause of death was requested and not received.